Event description:
During procedure (lap nissan) a piece of the dispossable 5 mm trocar broke off and fell into the abdominal cavity. Attempt was made to retrieve the tip unsuccessfully. Tip (about 1/2 inch of plastic) was lost in the abdominal cavity. After procedure, dr searched the abdominal area with the laparoscope. No tip seen. X-ray x 2 taken to try and view tip. Unable to see tip on film per radiologist. Ultrasound of abdomen was performed. No tip seen. Abdominal incision was made to search for tip by hand. Tip not found.